Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) had not worked in years. The patient used high settings and the battery broke. The ins was never replaced. It had been a couple of years since the patient used her system. The exact timing was unknown. Additional information received via the healthcare provider (hcp) reported the patient's battery is most likely dead. The patient's indication for use was urinary dysfunction/sacral nerve stim.